Event description:
It was reported that the patient had uncomfortable stimulation in 2013. The patient fell and when implant was turned on, she got zapped very bad on the left side. No further information was provided at the time of this report. If additional information is received, a follow-up report will be sent.

Event description:
Additional information from the consumer reported reprogramming led to the overstimulation sensation in 2013. To resolve the overstimulation, the system was out of program.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va04uxd, implanted: (B)(6) 2013, product type: lead. Product ID: neu_un known_prog, product type: programmer, physician. (B)(4).